Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1, row b and c were not detected on the bus. A field service engineer reseated the drawer controller cable and cleaned the retractor band to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system auxiliary drawer 1, pockets b1 (2x2), b3 (2x3), c1 (2x2), and c3 (2x3) were not detected on the bus and will not recover despite multiple attempts and machine restart. Due to this issue, medications were unable to be removed until the issue was resolved, resulting in a delay in removing medications. There were no adverse outcomes or patient harm reported.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1, row b and c were not detected on the bus. A field service engineer reseated the drawer controller cable and cleaned the retractor band to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 1, pockets b1 (2x2), b3 (2x3), c1 (2x2), and c3 (2x3) were not detected on the bus and will not recover despite multiple attempts and machine restart. Due to this issue, medications were unable to be removed until the issue was resolved, resulting in a delay in removing medications. There were no adverse outcomes or patient harm reported.